Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400 mg/dl range. Customer stated that the max bolus setting needed to be adjusted from 10 units of insulin to 20 units of insulin. Tandem technical support guided the customer through adjusting the max bolus settings. Customer delivered a bolus to stabilize bg levels.